Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was unknown mg/dl. The customer stated that the keys get stuck and they are unresponsive. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The insulin pump had intermittent escape and act button response due to a flattened dome switch. No button error alarm was noted. The keypad connector was not found to be unlocked during the visual inspection. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and scratched reservoir tube window. (B)(4).